Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 4 months post implant of this 29mm aortic bioprosthetic valve, it was replaced valve-in-valve with a transcatheter valve. The reason for replacement was reported as severe aortic insufficiency caused by a torn leaflet. No additional adverse patient effects were reported.